Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a rontgen test was performed and there was free fluid in abdomen area. The infection on the peg area has recovered. The patient was discharged from the hospital on unknown date.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017 a patient in (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On (B)(6) 2017 the patient experienced fever and discharge on peg area. After examination by the physician an infection on the peg area was diagnosed. The patient was placed on unspecified antibiotic's